Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared an occlusion alarm. Reportedly, the occlusion was due to skin irritation from the infusion set site. Blood glucose level was impacted (519 mg/dl), and was addressed by administering a manual injection. The customer changed out site, cleaned the infusion site area, and was able to resume insulin delivery. Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set); however, no additional information was provided.